Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received a planned treatment was proceed when the issue occurred. The procedure was aborted, and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that exposure is not possible in the system. Upon some functional test fse confirmed that system frequently reports cannot expose due to image disc error. The fse recreated the image disk. After recreation the image disk, the system has been returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It has been reported to philips that fluoroscopy was not possible and an 'image disk full' message appeared. The system was in clnical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.